Event description:
Citation: chalouhi et al. Safety and efficacy of the pipeline embolization device in 100 small intracranial aneurysms. Neurosurgery vol 61, number 1, aug 2014: 200. Covidien received information through literature review and the following events were captured as a result of the review: one hundred patients with small (less than 7 mm) aneurysms were treated with pipeline embolization device (ped) between 2011 and 2013. It was reported that there were 3 symptomatic procedure-related complications including one distal parenchymal hemorrhage and two ischemic events. During the post-procedural follow-up visits the authors found 11 incomplete occlusions of the aneurysms and 6 aneurysms required further treatment. It was reported that all patients achieved a favorable outcome ((B)(4)) at follow up.

Manufacturer narrative:
Article website address: http://www.ncbi.nlm.nih.gov/pubmed/25635478. The lot history record review was not possible since the lot numbers were not reported. There is limited information about the device and/or the patient, therefore all serious adverse events were captured in this report. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. (B)(4).